Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. From historical investigations, this type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device and (B)(6) years old, this failure has possibly occurred after using it in this manner for many procedures. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed three dissimilar complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device not returned.

Event description:
The sales rep reported via phone that the bottom jaw on the customer's expressew iii with hook fell off during a rotator cuff repair. The sales rep stated that the device did not fall into the patient. The case was completed with a backup instrument. There were no patient consequences but a 5 minute delay was reported. The sales rep was not present for the case but stated that the device will be returned.